Manufacturer narrative:
This product is registered as a combination product. (B)(6).

Event description:
It was reported that the atrial pacing lead impedance was below the normal range and noise leading to automode switching was observed on the atrial lead. The lead was being monitored. No patient symptoms were reported and the patient was to continue being monitored.